Event description:
Greenfield filter was introduced into pt. Filter did not fully deploy. While dr was attempting to remove guidewire, inner safety wire broke. As it was being removed the outer coil around the wire was unraveling. Staff removed as much of outer coil of guidewire as possible. Some portion of the outer guidewire had to be left in the pt.